Event description:
It was reported that the customer was in the hospital because the insulin pump was not functioning, and she is on the back up plan. It was stated that the buttons in the insulin pump were unresponsive. The blood glucose reading was 12.0mmol/l. The caller stated that the numbers were not ramping on their own, and the scrolling bar was not moving without the customer's intervention. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump had missing end cap sticker.